Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to probable irradiation dose lots or device lots was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Patient reported 4 weeks post operative that she had infection at both pin sites that cleared up with prescribed oral antibiotics.